Event description:
The customer reported that there was no audio from ccu(cardiac care unit) surveillance. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.